Event description:
It was reported the patient presented to the medical institution after hearing the alert sounds. Data from the remote monitor revealed the right ventricular lead had high impedance measurements. The device was checked and it was found there was no telemetry. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the device hybrid had shorting with low resistance. The no output and no telemetry conditions were confirmed and were noted to be due to a depleted battery. The cause of the depleted battery was due to excessive current drain. The cause of the excessive current drain was confirmed to be due to two shorted traces on the perimeter of the die stack.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.